Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reports while wearing a pod between 1 and 4 hours during activation his blood glucose level went from 225 mg/dl to 375 mg/dl. The patient reported blood glucose 90 minutes after activation was 325 mg/dl and once the pod was removed from the infusion site it was noticed that the needle had not retracted.

Manufacturer narrative:
The returned device was evaluated and returned deployed, but the hard needle did not fully retract. Upon opening the device, the linkage assembly moved back to the fully retracted position. Score marks were observed on the underside of the top housing indicating interference occurred between the linkage and the housing. The formed needle was observed to be bent, but the timing and cause of the damage cannot be determined. It cannot be determined if this finding contributed to the needle failing to retract. The exposed portion of the soft cannula was found to have a tear and fluid was observed exiting the site of the tear. It cannot be determined when the tear occurred or if was caused by the misaligned component or bent needle.